Manufacturer narrative:
Device passed the displacement test but a33 alarm during the basic occlusion test due to protruded drive support disk. Unable to perform the occlusion, prime or a33 and excessive no delivery test due to a33 alarm.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that customer was experienced high blood glucose. Blood glucose level at the time of the incident was 500 mg/dl. The customer stated drive support cap was normal. Customer stated that the insulin pump had a compromised force sensor system pump error alarm. The device will not be returned for analysis. Frn-unk-rsvr, unomed inf set.